Event description:
It was reported that the user experienced repeated occlusion alarms after each infusion set change, including immediately after applying a replacement set, despite performing supply changes as instructed. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included a troubleshooting discussion regarding use technique and supply changes and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 35 notifications. The issue could not be replicated during testing. However, the pinion gear height on the lead screw was riding too high allowing it to rub on the gear housing frame. This rub is slightly shaving the pinion gear possibly causing the occlusion alert. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.